Event description:
The customer stated that one patient sample (pediatrics) generated a lower than expected platelet results on the cell-dyn analyzer. A result of 5 k/ul was generated with flagged (>>>>) mean platelet volume (mpv) as low. The same sample was retested with a result of 49 k/ul. The patient was redrawn and the new sample was tested with a result of 49 k/ul along with mpv flagged as low. A peripheral smear was then performed on the patient sample and platelet results of 80-100 k/ul were obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient ), (incorrect or inadequate test result). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted to investigate this issue. A review of the data submitted by the customer showed that the mean platelet volume (mpv) was suppressed across all results. The cell-dyn ruby system operators manual states that if the mpv data is suppressed, the operator should review the smear for abnormal plt morphology and plt aggregates. Plt count must be verified as well. Based on the event details and investigation, no product deficiency was identified with the cell-dyn ruby instrument. The instrument performed as designed, by alerting the operator to further validate the results, as shown by the suppressed mpv parameters across all runs.